Event description:
Ous MDR - this lv lead had high impedances >3000 ohms. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 8.5 cm distal to the is4 connector pin. The proximal and the distal lead fragment were returned and subjected to an extensive analysis. In the course of the visual inspection, the proximal lead fragment was found severely damaged. A thread was tied on the proximal lead fragment. In this region the insulation body was damaged. Furthermore the conductor coils were deformed and fractured multiply. It is assumed that the thread was tied on the lead body in the course of the extraction procedure. Based on these findings a definite conclusion regarding the occurrence of the conductor fractures is elusive. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. For any further questions, please do not hesitate to contact us.